Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: albert einstein jack d weiler hospital div montefiore medical ctr a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required maintenance. A field service engineer diagnosed that medication was jammed in the cubie lid. The jammed medication was removed, after which the customer was able to correctly load the medication and recover the drawer. The system functioned as intended after the field service engineer repaired the device.